Event description:
It was reported that this lead exhibited noise. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Additionally, each exhibited low out of range pacing impedance measurements measuring, less than 250 ohms. Subsequently, the lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).